Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the screen was flashing. No additional detail was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/25/2015. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings. On investigation, the alleged button tactile issue was unable to be evaluated. The pump failed to power up using the returned caps. A battery compartment crack was found above the grip pad. A leak test demonstrated a leak where the crack was located. Pump casing was opened and evidence of moisture corrosion was found throughout the pump interior. Due to the moisture damages, the pump functional testing could not be conducted and no conclusion could be drawn regarding the complaint.